Event description:
Customer reported that she received a lower reading on her precision xtra meter of 118 mg/dl as compared to a competitor's meter reading of 290 mg/dl and experienced symptoms of "nervousness, headaches and just felt tired in general". She stated she was seen at a local hospital, for a previously scheduled physician appointment, diagnosed with hyperglycemia and treated with insulin. In addition, she reported the doctor increased her existing prescription dosage of glipizide. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation, and a follow-up report will be submitted once results are available.